Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not release from the catheter, and when they were removing the device, it fell off inside the scope. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.